Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was exposed to water and she already reported this situation but today the insulin pump was not working as expected. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated they did hear fluid when shaking the insulin pump. Customer stated they did not saw fluid under the lcd. Customer stated the insulin pump was not dropped. Customer stated there was cracks in the insulin pump. The device will not be returned for analysis.